Event description:
It was reported that in evaluation findings, initial condition was the appliance did not reach 30 degrees celsius. After draining the water tank and restarting the appliance, the water tank level display was still full. The level sensor was cleaned and reinstalled, but without success. Error 95 (heater test- multiple elements fail) in arctic sun device. The cause was probably a defective heater and defective level sensor.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed heater. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.